Event description:
It was reported that during bha surgery, the cement set too quickly in the acm mixing bowl (setting time: 3 minutes). Another simplexp was used without problem. The operating room temp was 24c. The product had stored at the distributors under 25c for about 3 months and then at the hospital's operating room at 24 degree for 2 days. A liquid anti-biotic was added to the cement right after adding simplexp monomer onto simplexp polymer.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4). Supplemental report will be submitted upon completion of the investigation.